Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of half the screen was illegible. The unit was triaged and the reported issue was confirmed; only the right half of the screen was displayed. The unit was disassembled and a visual inspection of the display found that the glass was cracked on the lower left side of the display, which contains the traces to the left half of the screen. The unit has been repaired, tested, and recertified per procedure. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on 2017/11/28, the service tech found half of the screen was lighting up and the other half was unreadable. No patient was involved.